Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2021. The most recent information was received on 12-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pelvic pain with blockage of the hips (nos)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue +++"), multiple allergies ("allergies"), arthralgia ("arthralgia"), skin disorder ("skin problems"), dyspnoea ("shortness of breath"), headache ("headaches"), vertigo ("vertigo"), pain ("pain moving from sitting to standing"), urinary tract infection ("urinary tract infections"), blindness ("loss of sight"), deafness ("loss of hearing"), amnesia ("memory loss") and disturbance in attention ("concentration problem") and was found to have blood pressure abnormal ("blood pressure problem"). On an unknown date, the patient experienced joint stiffness ("blockage of the hips") and hypoglycaemia ("hypoglycaemia"). The patient was treated with surgery. Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, fatigue, multiple allergies, arthralgia, skin disorder, dyspnoea, headache, vertigo, pain, urinary tract infection, blindness, deafness, amnesia, disturbance in attention, blood pressure abnormal and hypoglycaemia outcome was unknown. The reporter provided no causality assessment for amnesia, blood pressure abnormal, disturbance in attention, hypoglycaemia and joint stiffness with essure. The reporter considered abdominal pain, arthralgia, blindness, deafness, dyspnoea, fatigue, headache, multiple allergies, pain, skin disorder, urinary tract infection and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kgs. Pathology test - on (B)(6) 2021: hysterectomy for essure removal following bilateral salpingectomy. Macroscopy: the specimen weighs 43 g and measures 6.5 × 3.5 × 2.5 cm. The cervix measures 3 × 2.7 × 2 cm. At the opening, the uterine cavity measures 6 cm. Myometrial thickness is 1.6 cm. Essure found in the right horn, not found in the left. Specimens taken at different levels in a total of 6 blocks. Histology: cervix: regular exocervical mucosa, continuing on with well-differentiated mucus-secreting endocervical mucosa. Endometrium: composed of small or convoluted glands, within an unremarkable cytogenic chorion. Myometrium: unremarkable. No image suggestive of malignancy. Conclusion: hysterectomy finding essure material in the right horn; not found in the left. No image suggestive of malignancy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-oct-2021: ha reference number updated; lab data added; adverse events "hypoglycaemia" added to the case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pelvic pain with blockage of the hips (nos)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue +++"), multiple allergies ("allergies"), arthralgia ("arthralgia"), skin disorder ("skin problems"), dyspnoea ("shortness of breath"), headache ("headaches"), vertigo ("vertigo"), pain ("pain moving from sitting to standing"), urinary tract infection ("urinary tract infections"), blindness ("loss of sight"), deafness ("loss of hearing"), amnesia ("memory loss") and disturbance in attention ("concentration problem") and was found to have blood pressure abnormal ("blood pressure problem"). On an unknown date, the patient experienced joint stiffness ("blockage of the hips"). The patient was treated with surgery. Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, fatigue, multiple allergies, arthralgia, skin disorder, dyspnoea, headache, vertigo, pain, urinary tract infection, blindness, deafness, amnesia, disturbance in attention and blood pressure abnormal outcome was unknown. The reporter provided no causality assessment for amnesia, blood pressure abnormal, disturbance in attention and joint stiffness with essure. The reporter considered abdominal pain, arthralgia, blindness, deafness, dyspnoea, fatigue, headache, multiple allergies, pain, skin disorder, urinary tract infection and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pelvic pain with blockage of the hips') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), multiple allergies ("allergies"), arthralgia ("arthralgia"), skin disorder ("skin problems"), dyspnoea ("shortness of breath"), headache ("headaches"), vertigo ("vertigo"), pain ("pain moving from sitting to standing"), urinary tract infection ("urinary tract infections"), blindness ("loss of sight"), deafness ("loss of hearing"), amnesia ("memory loss") and disturbance in attention ("concentration problem") and was found to have blood pressure abnormal ("blood pressure problem"). On an unknown date, the patient experienced joint stiffness ("blockage of the hips"). The patient was treated with surgery. Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, fatigue, multiple allergies, arthralgia, skin disorder, dyspnoea, headache, vertigo, pain, urinary tract infection, blindness, deafness, amnesia, disturbance in attention and blood pressure abnormal outcome was unknown. The reporter provided no causality assessment for amnesia, blood pressure abnormal, disturbance in attention and joint stiffness with essure. The reporter considered abdominal pain, arthralgia, blindness, deafness, dyspnoea, fatigue, headache, multiple allergies, pain, skin disorder, urinary tract infection and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.